Event description:
Healthcare professional reported after injection in an unspecified location with juvederm voluma the pt developed a "granuloma or nodule". The pt was treated with "antibiotics and steroids". There was no info reported as to whether a biopsy to confirm the diagnosis of a granuloma was performed.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of a "granuloma or nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.